Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited oversensing. There were pauses in pacing for greater than two seconds. The patient is pacer dependent reported feeling lightheaded at times. It was determined the rate/sense channel was oversensing right atrial (ra) paced events. The right ventricular (rv) sensitivity was reprogrammed which resolved the oversensing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.